Manufacturer narrative:
Product evaluation: a sample is expected to return for in-house evaluation. An investigation is in progress. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A customer reported an aspiration and cutting failure during a procedure. The case was completed on the same day with no harm or injury to the pt. Additional info has been requested but none has been received to date. A sample is being returned for in-house evaluation.